Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while in the high volume setting. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the high volume setting. There were no repots of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).